Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n615977003, implanted: (B)(6) 2016, product type: catheter. Only the anchor deployment tool was returned with the hypotube handle detached/separated from the hypotube. Analysis confirmed the handle was detached from the hypotube on the anchor deployment tool. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a catheter. No drug information was provided. It was reported there was an anchor dispenser malfunction during use. The health care provider (hcp) put the catheter through the anchor dispenser, and when they were about to release the anchor after securing it, the handle became detached. They were unable to release the anchor and the handle came off with the anchor and metal rod still going through the catheter. The hcp re-secured the anchor using the accessory kit. It was explained to the hcp that this kind of event could occur if, when the anchor is released, it is pushed out diagonally rather than straight, as the metal rod can become caught in the slit. The hcp had used ascenda catheters over 15 times, but that was the first time the handle came off. There were no adverse events reported. There was no possibility of increased health risks. The product was stored at room temperature and individually packaged.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, an event occurred that was similar to an event that was reported to have occurred a month later on (B)(6) 2016. Please refer to mfg. Report # 3007566237-2016-03986 for the similar event. The hcp commented that "this seemed to be happening a lot". There was no adverse event reported.